Event description:
During a coronary procedure utilizing a 10cc angiographic syringe, air was injected into a pt. There was no pt injury. The used device is being returned for eval.

Manufacturer narrative:
The used syringe has been returned, but the device review/failure analysis has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.